Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via that they experienced high blood glucose level of over 420 mg/dl and 400 mg/dl. Customer did not provide details regarding symptoms of their high blood glucose episodes. The customer was treated with injection. Customer assisted with troubleshooting self test was passed. The insulin pump will be returned for analysis.

Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test due to completely broken reservoir tube lip. Device passed self test and a21 error test. No unexpected a17 alarm, a21 alarm or reset time or date anomaly after change battery noted during testing. Device had missing reservoir tube o-ring, broken battery tube threads.